Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus vietnam, omsc surmised there was the possibility this phenomenon was attributed to the video communication failure between the subject device and the video processor due to the camera cable damage of the subject device. The camera cable damage might have occurred by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the preparation for use. At the incoming inspection for the repair, olympus vietnam checked the subject device and found the camera cable unit failure which might be caused the reported phenomenon. There was no report of patient injury associated with this event.